Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a crack on the top case, bottom case, and plunger case. The event history log showed a primary audible alarm bgnd test occurred. Functional testing was unable to replicate the primary audible alarm post error at power up. There was no hardware issue that could attribute to the primary audible alarm. The root cause was undetermined. No repair was needed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had many occurrences of ¿enter biomed pass code¿ in the service history. There was unknown patient involvement and no patient harm.